Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. The contact reported poor telemetry or no telemetry with recharging. Patient was supposed to have an MRI of his shoulder but the device hasn't worked in a couple years and he hasn't charged it. Patient tried to charge his device and wasn't able to charge it. It was reviewed with patient that he either needs to have a doctor fill out and sign an MRI eligibility form or have the device jump started so he can access MRI mode. The event date was provided as (B)(6) 2018. An exact date was not provided. Patient did not have an hcp. No symptoms were reported and no further complications were reported/anticipated.